Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this report was interrogated on (B)(6) 2011, and it was reported that the implant memories (aida) were not available after device re-interrogation.